Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a notch missing in tip of instrument. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: missing material was noted in central processing. There was no report of fragments falling from the device while used on a patient. No fragments were noted to have fallen into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the monopolar curved scissors instrument to perform failure analysis. The monopolar curved scissors instrument was found to have blade damage at the tip of the blade reported as "notch missing". One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.